Event description:
It was reported that the patient presented to the hospital for lead revision. It was noted that the right atrial (ra) lead was dislodged, resulting in ra sensing and capture in the right ventricular channel. The ra lead dislodgement was confirmed via chest x-ray. The ra lead was explanted and replaced. The patient was in stable condition.